Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the total gastrectomy procedure, the customer opened eea2535 in error and was not able to connect it with the anvil. During attempts, the esophagus was extended. After eeaxl2535 was opened, the anvil head did not rise in the esophagus. Surgeon stopped using the devices and complete the procedure by manual suturing. Surgeon states the issue was caused by their mistake and not by the product problems. The status of the patient is no problem.